Manufacturer narrative:
The onyx will not be returned for analysis as it was implanted in the patient; the onyx model and lot number were not provided. There is limited information about the device and/or the patient. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Citation: l. Tellouck, c. Schweitzer, bar x., j. Colin. Discovery of a dural fistula of the cavernous clinically sigmoid sinus with contralateral eye signs: about a case. Journal of french ophthalmology. September 2011.

Event description:
Medtronic received information through a literature review that an (B)(6) patient experienced central partial facial nerve paralysis which occurred after embolization with onyx and spontaneously resolved in 6 months. The patient had developed a dural arteriovenous fistula of the sigmoid sinus with progressive exophthalmia in the opposite eye. The patient had a unilateral decrease in visual acuity and the vessels of the conjunctiva were dilated and a progressive central retinal vein occlusion occurred in the left eye. The dural carotid cavernous fistula of the right sigmoid sinus was diagnosed via angiography and was successfully treated with onyx. However, a central facial nerve paralysis occurred after embolization which spontaneously resolved in 6 months. Six months after treatment, the visual acuity improved to 7/10 and the exophthalmia and central retinal vein occlusion sings regressed. No treatment was reported for the partial facial paralysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.